Event description:
The catheter shaft burst just distal to the hub (outside the body) while injecting fluid at 20cc/second for a total of 40cc. The langston catheter is rated to 1000psi, and the pressure injector was reported as being set to a 1,000 pound maximum psi. There was no harm to the patient or hospital staff.

Manufacturer narrative:
If additional information is learned as a result of the device evaluation, vascular solutions will submit a follow-up report to FDA.